Event description:
It was reported there was damage to a low recirculation volume apd set with cassette. The "defect" was further specified as "scratched and pierced/sliced". Subsequently, the patient developed peritonitis. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.